Event description:
It was reported that during a laparoscopic roux-en-y procedure, the surgeon was using ecr60d cartridges during the firings. The initial procedure was completed with no issues or patient consequence. The device was discarded. Three to five days post-op the staple came apart at the pouch not the remnant of the stomach. It is unknown how the leak was detected. The patient was brought back into the or and the leak was repaired with sutures. The patient is currently stable.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Surgeon confirmed that surgicell nuknit was used on every staple line as a hemostatic agent. Surgeon informed the team that he has done this successfully in more than (B)(4) cases. Surgeon was informed by biosurgery medical director that this was considered off label use. Surgeon was also told that without device return and the number of different patient variables that can lead to a leak it was difficult for ethicon team to speculate on potential root cause.